Event description:
It was reported that a device separation occurred and it was removed with a snare. A 200 cm x 10 cm fathom-14 was selected for use to perform a pre-y90 mapping. During the procedure, the fathom wire broke off and remained in the patient's body. The broken part of the wire was completely removed from the patient's body with a snare and the procedure was completed. No further complications were reported and the patient is stable after the procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a device separation occurred and it was removed with a snare. A 200 cm x 10 cm fathom-14 was selected for use to perform a pre-y90 mapping. During the procedure, the fathom wire broke off and remained in the patient's body. The broken part of the wire was completely removed from the patient with a snare and the procedure was completed. No further complications were reported and the patient is stable after the procedure.